Event description:
It was reported that the ventilator was resetting and going into an inop alarm condition during a pre-test. The ventilator was not connected to the patient when the reported problem occurred. The biomed technician was unable to repeat the reported problem on the bench.